Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and ectopic pregnancy with contraceptive device ('pregnancy with essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infect"), vaginal discharge ("vaginal discharge"), headache ("headaches") and fatigue ("fatigue"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal infection, vaginal discharge, headache, fatigue, weight increased, weight decreased and neoplasm outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, menorrhagia, neoplasm, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient had received treatment for following events: pain: pelvic and abdominal, dyspareunia, menorrhagia, migration, vaginal infection, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case is incident. Previously reported event injury is replaced with new events: migration, ectopic pregnancy, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal infect, vaginal discharge, headaches, fatigue, weight gain, weight loss, tumors, device ineffective. Reporter information updated. Patient date of birth added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.